Event description:
Cohen blocker was being used through a 6 m shiley. Outside the shiley a bronchoscope was used to view the process. The blocker was inserted and inflated in the right bronchial the balloon was adjusted and the pt was turned, at which point the pt was no longer able to be ventilated. The bronchoscope was moved and the blocker was removed when it was noticed that the cuff came off the (pulled out) of the sleeve. The bronchoscope was used to locate the separated cuff and it was removed by snaring.

Manufacturer narrative:
Evaluation: event is still under investigation.